Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical devices were among the many devices used during the procedure. Device discarded after use.

Event description:
The baylis medical nrg transseptal needle and torflex transseptal guiding sheath were used for transseptal puncture during a watchman procedure. Approximately 30 minutes after transseptal puncture and following watchman deployment, pericardial effusion was visualized on transesophageal echocardiogram. Pericardiocentesis was performed and the patient was stabilized. The cause of the effusion is unknown. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical devices were among the devices used during the procedure. Separate MDR reports have been submitted for the baylis medical devices used in the procedure. The report for the nrg transseptal needle is submitted under MFR report #: 9710452-2017-00004.